Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reactions for a sample with 0.8% resolve panel a lot # vra292 with previous history of anti- little c. According to customer, patient did have history of anti-kell and anti-little c. Stated in testing sample against 0.8% resolve panel a lot# vra292 via manual gel method, anti-kell was ID, but could not confirmed the anti- little c presence. Stated all kell positive cells reacted 1+, but cell #3, #4; cell #5 and cell #8 did not react. Indicated if site did not had a history they would have missed the antibody. Customer also tested the patient's sample with an alternative product via manual gel method and again all little c+ (pos) cells showed no reaction. Sample was then sent to reference lab and stated the reference lab was able to ID both the anti-kell and anti-little c antibody.( method and strength not provided)